Manufacturer narrative:
Evaluation results: a lot order search was performed on the injector and there were six similar complaints found.

Event description:
It was reported that the surgeon attempted to insert a competitor's lens using msi-tm injector and the trailing haptic was torn upon insertion. Further information has been requested but none further coming. If additional information is received a supplemental medwatch form will be sumbitted.